Event description:
The reporter stated that the surgeon had to explant a -11.5 diopter visian icl (implantable collamer lens) lens model micl 13.7 due to excessive vaulting of the lens in the patient's eye and was replaced with a shorter micl 13.2 lens. Further information has been requested from the facility, however, none has been forthcoming. If more information is received, a supplemental medwatch report form will be filed.

Manufacturer narrative:
Evaluation: a visual inspection of the returned lens shows the lens has a portion of the haptic torn off and missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific cause could not be determined. It should be noted that the injector, cartridge and plunger were not returned for evaluation.